Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie continued to fail repeatedly. The field service engineer (fse) cleaned contacts on the drawer controller boards in both sub-drawers, and all connections were secured with tightened hard stops. Initial testing in hardware test application (hta) failed because the drawer was not sensing closure. Further inspection revealed that the latch sensor had come loose from its housing. The sensor was secured, and subsequent testing in hta confirmed proper functionality. The customer verified that the unit was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie had continued to fail repeatedly even after the failed drawer had been resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.